Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, or damaged. Corrosion was observed on the pcb, mechanism rails, and the top and middle batteries of the device. All attempts to download the data from the device was unsuccessful. Inspection of the drive mechanism components found evidence of fluid ingress on the commutator cap. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula. The tear in the unexposed portion of the soft cannula was the cause of the corrosion observed on the internal components of the device, the fluid ingress found on the commutator cap, and the data loss.